Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician was attempting to use a chocolate balloon dilatation device in treatment of a patient in the mid su perficial femoral artery with plaque calcification and 80% stenosis. No abnormalities reported in relation to anatomy. Device was prepped as per IFU. It was reported that a balloon burst occurred at 4 atms. The device was removed and replaced with another chocolate balloon device. No injury to patient reported

Manufacturer narrative:
Product analysis the device was flushed, and a 0.018¿ guidewire was loaded through the device during inflation of the device a pinhole leak was found at the centre of the balloon medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.